Event description:
The head end of the guide wire fell off in the patient's body, and then it was taken out, and the instrument was replaced to continue the operation.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The head end of the guide wire fell off in the patient's body, and then it was taken out, and the instrument was replaced to continue the operation.

Event description:
The head end of the guide wire fell off in the patient's body, and then it was taken out, and the instrument was replaced to continue the operation.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One guidewire was returned for review. The guidewire was returned in two pieces. The breakage was approximately 30 cm from the flexible tip of the guidewire. The other section of the wire measured approximately 50 which is consistent with the 80 cm length of the wire included in this skater introducer set. The breakage ends of the wire were examined under magnification and the wire exhibited straight edges indicative of the wire being cut with a sharp instrument. The most probable cause for the damage to the wire was most likely related to an event within the user environment. Possibly the wire came in contact with a sharp instrument during the procedure. There have been no other complaints regarding this issue with this lot number. Since the reported issue was most likely related to the user environment and there have been no other complaints regarding this issue with this lot number, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.